Manufacturer narrative:
(B)(4). Additional information requested but unavailable: is it possible to obtain the contact information from surgeon who mentioned this potential event? This will help to direct further questions.

Event description:
It was reported that during an unknown procedure, the surgeon has stated the following: I have heard that someone at the hospital had to convert an operation a few years ago as this very same type of stapler could not be removed once it was fired on the vascular pedicle; it stayed stuck on the vessel because the button at the back wouldn¿t work, so the surgeon had to convert the operation to open and carefully gain proximal control in the traditional way. Unknown as to how the procedure was completed.